Manufacturer narrative:
Follow-up # 1 date of submission 09/12/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that no errors, alarms, or warning related to the complaint were recorded. During testing, the pump powered on appropriately with the returned battery cap. No irregular beeps or vibrations were observed during power up or investigation. The pump case was removed and no evidence of moisture or loose components was found inside the pump. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. The complaint was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter alleged that the pump was beeping twice, pausing, then beeping twice again. It was noted that after the beeping sequence, the pump would display the home screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.